Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved our investigation cannot proceed. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that without supporting clinical/medical documents a thorough investigation could not be performed. Should information become available this complaint can be re-assessed. . If the devices or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient had a replacement on (B)(6) 2018. His hip became painful and red and inflamed on (B)(6) 2018, so on (B)(6) 2018 the doctor opened the wound for debridement and to place antibiotic granules in die wound, he decided to change the poly and femur head.